Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that the right ventricular (rv) lead had a lead integrity alert (lia) due to high rate non-sustained episodes and high sensing integrity counter (sic) count. It was also noted that small r-waves was observed on the rv lead which could impact detections. The patient appeared to have been in ventricular arrhythmias during the recorded episodes that did not reach detections resulting in the patient not receiving therapy. The cause or classification of the death is unknown at this time.